Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for chronic pain. It was reported the patient had the pump for quit some time now and on (B)(6) 2024, the patient went to the hospital with withdrawal symptoms. They said, ¿the pump was running 1 hour and 12 min to late because of a mrt.¿ it was noted on wednesday the patient went to the pump doctor and he turned the pump up 30% and now the withdrawal was gone, but ¿have no power and can not eat right.¿ it was reported all blood work checked out ok.¿. It was reported the patient thinks there is something wrong with either the pump or the hose.